Event description:
It was reported that this pacemaker had reverted to safety mode operation on october 4. On october 18 the patient was admitted to the hospital due to a fall. Pauses in pacing were observed on the electrocardiogram (ECG) monitor but it was not known if the fall was caused by syncope. It was suspected that the pacing inhibition was due to oversensing of noise, from the safety mode parameters and unipolar sensing configuration. The patient was symptomatic with the pauses, and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had reverted to safety mode operation on october 4. On (B)(6) 2024 the patient was admitted to the hospital due to a fall. Pauses in pacing were observed on the electrocardiogram (ECG) monitor but it was not known if the fall was caused by syncope. It was suspected that the pacing inhibition was due to oversensing of noise, from the safety mode parameters and unipolar sensing configuration. The patient was symptomatic with the pauses, and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was returned for analysis.